Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This report is for the revision in (B)(6) 2020 for broken stem, due to fall. Hmrs was used on (B)(6) 2001. Since the stem broke due to patient fall in (B)(6) 2020, it was replaced on (B)(6) 2020. On (B)(6) 2020, revision surgery was done due to infection. Patient fell again, and x-ray showed that the clip had come off.